Manufacturer narrative:
The event happened during calibration and the customer confirmed that there was no patient associated with the reported event. The customer confirmed that the device issue was resolved and that the device will not be returned for further evaluation. Therefore, a definitive root cause could not be determined.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has a low volume when the nebulizer is on. There also appears to be a leak in the system. Furthermore, there was no information for patient involvement associated with the reported event.